Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the keypad anomaly, delay with response from all buttons, and the pump needs to be replace due to damage. The customer stated that the location of the damage was at the belt clip rail. The customer reported a blood glucose value of 85 mg/dl. The customer experienced hypoglycemia and was treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-243a, mmt-1884, and unk_sensor. Troubleshooting was partially performed for the low blood glucose. Troubleshooting was performed for the keypad anomaly, and the buttons are now responding. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. No further patient complications were reported. No product return is required for mmt-332a, mmt-243a, and unk_sensor. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
After installation battery, pump received with unresponsive keypad at all buttons. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage to the pcba1. The j1 connector on pcba1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked case corner of belt clip rail. Unresponsive keypad buttons due to moisture damage electronic assembly. Broken belt clip rail not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.